Event description:
Reporter stated that patient obtained a blood glucose result of 16.0 mmol/l on the sensor system, after eating. Based on this value, patient reportedly delivered insulin (amount and type not provided). An unspecified time later, patient lost consciousness. Reporter noted that patient was not hospitalized; however, no additional details of treatment received were provided. The manufacturer requested the return of the suspect device for evaluation.

Manufacturer narrative:
The event occurred in another country.